Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to thin sac causing by short latex dwell time, latex dip speed out too slow. The device was not returned for evaluation. The lot number is unknown. Therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the foley catheter was not draining properly per doctor. It was stated that they checked the balloon to see if it was inflated but no saline could be retracted . Foley catheter was removed and assessed. Also stated that 10cc of saline injected into balloon port and balloon was noted to inflate but small leak noted to balloon . New foley catheter was placed per medical doctor.